Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv had foreign matter. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. [Event 3] it was reported that a sticky yellow fluid was noted at end of isolette on tpn filter. Verbatim: noted sticky yellow fluid at end of isolette and on tpn filter (at the circles). New tpn and il already delivered to bedside and flash team notified that full line change would be needed. Resident notified of compromised line to be on watch for possible infection.

Manufacturer narrative:
H6: investigation summary: eleven samples were received for quality investigation. The customer complaint of foreign matter could not be verified on any of the samples due to the samples being received used and with fluid already inside them. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. A root cause for the foreign matter complaint could not be determined because the failure was not verified. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv had foreign matter. The following information was provided by the initial reporter: material no: 2432-0007, batch no: unknown. [Event 3] it was reported that a sticky yellow fluid was noted at end of isolette on tpn filter. Verbatim: noted sticky yellow fluid at end of isolette and on tpn filter (at the circles). New tpn and il already delivered to bedside and flash team notified that full line change would be needed. Resident notified of compromised line to be on watch for possible infection.